Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a cooling fan speed error. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that there was a cooling fan speed error. Onsite service is pending, and the investigation is ongoing.

Manufacturer narrative:
It was reported that there was a cooling fan speed error. A philips authorized service provider (asp) went onsite to further evaluate the reported issue. The philips asp replaced the cooling fan to resolve the reported issue. The asp replaced the cooling fan to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.